Event description:
The customer reported that a companion suffered injuries while attempting to assist a patient who was falling from a treadmill. The patient was undergoing a stress test at the time of the fall. The treadmill was still in motion at the time of the event. The companion required treatment, x-rays and prescribed nsaids and is receiving rehabilitation sessions of their injuries of dermal abrasion in left hip region ( dermal-epidermal 3 x 5cm ) and pain on palpation of the middle and lower costal (rib) area.

Manufacturer narrative:
Investigation revealed the runaway condition was able to be recreated when a high impedance ground connection (marginal ground connection) going from the drive to the encoder was simulated by adding a 24 ohm resistor in series with the ground line. The effect was a reduced encoder voltage causing the encoder not to function as intended. This resulted in a loss of commutation in the motor that caused the treadmill belt to run in an uncontrolled manner. The exact cause of the commutation loss is not known and the event has not been duplicated without the addition of resistance to the encoder ground line. A design mitigation has been proposed by (B)(4) that will detect commutation loss and disable the drive when the reported condition occurs. This mitigation will be implemented to correct the impacted treadmills in the field.

Manufacturer narrative:
Patient data not available; reporter email address is unknown; reporter occupation is unknown. A follow-up report will be submitted when the investigation is complete.